Event description:
It was reported that during a surgical procedure at the user facility, a metal shard was found on the surface of the surgical wound. The shard was retrieved. No clinically significant delay and no adverse consequences were reported with this event. No additional information was available from the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, a metal shard was found on the surface of the surgical wound. The shard was retrieved. No clinically significant delay and no adverse consequences were reported with this event. No additional information was available from the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event was not confirmed. Service evaluation found no sign of metal shavings inside of or missing from the attachment. The device was scrapped by stryker.